Event description:
It was reported by a customer on (B)(6) 2011 there was a time out message on the fiber at 11,850 joules. Per the customer, the procedure could not be continued with this fiber. The customer reported the procedure was completed with another fiber. No pt injury was reported.